Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in a car accident and the seatbelt had hit the insulin pump hard. They were calling to have the device checked. The customer also reported that they had experienced high blood glucose within 300 mg/dl to 400 mg/dl. Troubleshooting was performed. The insulin pump did not show signs of damage. The device passed the self-test, displacement test, and fill cannula test. The insulin pump will not be returned for analysis.